Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a white screen. Pictures were taken. A charge test as performed and passed. A receiver boot test was performed and failed due to receiver not booting up. The receiver log was downloaded but not reviewed as data is not applicable to this issue. The allegation was confirmed. The probable cause was determined to be a defective lcd component. No injury or medical intervention was reported.